Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Review of the device history record could not be performed since, part and lot number was not provided for the device. A definitive root cause cannot be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It has been reported that patient experienced the signs of dislocation six weeks post initial surgery but declined to get revised. Subsequently is suffering from pain and dislocation ten approximately (10) years post primary implantation. Shoulder pops out whenever patient moves his arm. The patient reported that he maneuvers it back when ever it dislocated by himself. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). UDI # n/a. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device evaluated by manufacturer? Not returned to manufacturer.

Event description:
It has been reported that patient is suffering from dislocation ten approximately (10) years post primary implantation. Shoulder pops out whenever patient moves his arm. No additional patient consequences were reported.